Event description:
It was reported the patient experienced a loss of therapeutic effect. It was further reported that at the time of report the patient was only getting coverage on her left side, from her lower back to her legs. It was stated the patient was feeling nothing or very little on her right side. It was further stated this condition began on the day of report. It was reported the patient had charged her implantable neurostimulator (ins) the night prior to report and that she first noticed the condition when turned the ins on. It was noted the patient did not have her patient programmer with her at the time of report and had not attempted to make any adjustments. The patient was redirected to her healthcare provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger, product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).